Event description:
It was reported that the physician was inquiring about programming optimization. It appears the crt-d exhibited some functional undersensing which the device paced on a t wave and triggered an arrhythmia. The device put the patient into ventricular tachycardia (vt) and anti-tachycardia pacing (atp) was given which did not convert the rhythm therefore, a 11joule shock was provided and converted the vt. The device was re-programmed. At this time, the crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that the physician was inquiring about programming optimization. It appears the crt-d exhibited some functional undersensing which the device paced on a t wave and triggered an arrhythmia. The device put the patient into ventricular tachycardia (vt) and anti-tachycardia pacing (atp) was given which did not convert the rhythm therefore, a 11joule shock was provided and converted the vt. The device was re-programmed. At this time, the crt-d remains in service. No adverse patient effects were reported.